Event description:
It was reported that 10 hours following implant of the port, the pt began experiencing problems. A pleural effusion was identified and the pt "suffered from cardio-resiratory". This condition was "solved after choc and drainage". The port was then explanted. There were no further complications.